Event description:
It was reported that during a routine follow up, an error message was displayed during interrogation of the pulse generator. After clearing the error message, normal testing and programming was performed. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.